Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report. Exemption number e2019001. (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted the perclose proglide electronic instructions for use (IFU) states: do not deploy the foot in the artery unless brisk pulsatile flow of blood is evident from the marker lumen. It should be noted that the deployment sequence in the perclose proglide IFU states: perform a femoral angiogram to verify the location of the puncture site. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices was performed in the left common femoral artery via 7fr sheath using the preclose technique prior to a protected percutaneous coronary intervention (pci) procedure. Reportedly, the first proglide device was placed; however, it showed poor blood flow. The needles were deployed and the sutures were placed. The sutures of a second proglide device were successfully placed. The sutures of both proglide devices failed to achieve hemostasis. A 16fr sheath was placed and manual arterial compression was applied to achieve hemostasis. A femoral angiogram was not taken. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.